Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision. Asr hip resurfacing system - right. Component loosening and pain. Update received: (B)(6) 2014 - querying which component became loose and querying revision date. Re-opened (B)(6) 2014 - to close action activity as 2nd query was sent and open 3rd query action activity. Update received: (B)(6) 2014 - added which component became loose - head and added revision date: (B)(6) 2010.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision; asr hip resurfacing system - right; component loosening and pain. Update received: 24th january 2014 - querying which component became loose and querying revision date. Re-opened 4th february 2014 - to close action activity as 2nd query was sent and open 3rd query action activity. Update received: 6th february 2014 - added which component became loose - head and added revision date: (B)(6) 2010. Update received: 7th august 2014 - added kennedys reference number, marked as legal, added manufacturing dates and removed n/a from patient ID.

Event description:
Asr revision. Asr hip resurfacing system - right. Component loosening and pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.